Manufacturer narrative:
Section h10: (h3) the evaluation noted the revision reported was likely the result of either undersizing the femoral stem for the patient¿s anatomy/femoral bone or insufficient bony support for the implant. However, this cannot be confirmed as the devices were not returned for evaluation. (D11) concomitant devices: novation integrip acetabular shell (cn: 186-01-48, sn: not reported) connexion gxl pe liner (cn: 130-32-51, sn: not reported) screw (cn: 122-65-20, sn: not reported) cobalt chromium femoral head (cn: 142-32-00, sn: not reported). No information provided in the following section(s): a2, b6, d4 (serial number, exp date), d7, and h4. The following section(s) have additional info; g4, g7, h1, h2, h3, h4, h6, and h7.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: novation integrip acetabular shell (cn: 186-01-48, sn: not reported); connexion gxl pe liner (cn: 130-32-51, sn: not reported); screw (cn: 122-65-20, sn: not reported); cobalt chromium femoral head (cn: 142-32-00, sn: not reported).

Event description:
Index surgery: (B)(6) 2013. Subsidence of the element stem. No action taken. This event report was received through clinical data collection activities.